Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the event was not reported. Seven days after event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotic ¿for a week" (dose, route, frequency not reported). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.